Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (as low as 60 mg/dl). Carbohydrates were consumed to address the low bg level. The customer reported that the low bg may have been due to a diet change and family tragedies. The customer has been discussing the low bg with a clinical diabetes educator.